Manufacturer narrative:
Event is still under investigation.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2011. During an attempted placement of the zenith renu aaa ancillary graft converter, the physician could not deploy the top cap due to the triggerwire becoming jammed. They tried to retrieve the top cap; however, they were unsuccessful. The procedure converted to open repair where they removed the converter. The pt was converted to open repair to remove the zenith device. Since it was an unplanned surgical open repair and the pt was not fit for it in the first place, the pt expired afterwards.